Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, at the last firing of the procedure, while the surgeon was doing a sleeve, surgeon was able to use 4 other reloads prior to the reported reload and all worked fine. This reload closed on tissue but would not fire so they switched to another reload from the same box and it fired fine. There was no injury or harm to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre- fired with the interlock engaged. The jaws were open. There were staples protruding from the proximal end of the reload cartridge. The trs material was properly seated and the sutures were properly engaged. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The trs material was properly seated and the sutures properly disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.